Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02057. It was reported during the patients permanent scs implant procedure a csf leak occurred. The physician continued with the procedure and no intervention was taken. The patient reported experiencing a headache postoperative. The patient was sent home after the procedure and was advised to stay on bed rest. Follow-up on (B)(6) 2014 identified the patient still experiences a headache during activities, but the headaches have diminished and it feels better when laying down.